Event description:
It was reported that, approximately two years prior to this report, the patient¿s pump was removed because he was leaking spinal fluid. The reporter did not know when the patient began leaking spinal fluid. However, it was also reporter that, approximately one year prior to this report, the patient experienced a cerebrospinal fluid (csf) leak and spinal headaches and the pump was removed. The patient had the skin sewed around the catheter 3-4 times, but this did not resolve the issue. The device system was used to deliver dilaudid. Further clarification, cause of the event, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).